Event description:
Veteran reports pen needles not working properly. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: doesn't apply.